Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The tissue pad was found to be peeling a definitive root cause could not be identified. The tissue pad peeling is assumed to have occurred by the following mechanism: the tissue pad became worn and partially peeled off due to ultrasound output with the grasping part closed while nothing was grasped between the grasping part and the probe tip (including after the tissue was cut). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device teflon pieces came off. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction information has been added to: d4, h4.

Event description:
No additional information reported by customer.